Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported that insulin pump received a recall notice. It was reported that recall notice informed medtronic customer that there is potential to deliver insulin through accidental button pushing. Customer's blood glucose reading was 249 mg/dl. Nothing further reported.